Manufacturer narrative:
(B)(4). The biomed is requesting unit be checked out for damage to unit. Per follow-up with the biomed: they have no knowledge of patient infection that may be associated with the cooler heater; they defrost the ice block each day; there were no fault indicator lights illuminated on the unit; there were no issues with cooling or heating and there were no leaks observed.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the perfusionist (ccp) left the cooler heater unit on and it started to smell warm. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) could not verify the reported issue. The user left the unit powered on with the cardioplegia (cpg) motor running while the tubing loop was closed off so water could not flow. The fsr instructed the user facility's biomedical engineer (biomed) that they can not run the motors/pumps with the tubing loop closed off. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.